Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break. Block h11: correction to the initial MDR in blocks b5 and h6 (device codes).

Event description:
It was reported to boston scientific corporation that a naviflex rx pusher advanix pancreatic stent was used to treat pancreatic duct stenosis during an endoscopic biliary drainage procedure performed on (B)(6) 2024. During the procedure, the guidewire became stuck when crossing through the pusher. Subsequently, it was noted that the back end of the guidewire was slightly flattened, and the proximal side of the guide catheter was smashed. The flattened part was then cut off with surgical pliers and another attempt was made to cross the guidewire; however, the same event of the guidewire being stuck occurred. Consequently, a needle was used to poke the insertion port of the pusher's guidewire lumen and the guidewire was able to advance smoothly. The procedure was completed with this device. There were no patient complications reported as a result of this event. Update based on a review of complaint details on september 04, 2024. Upon further review of the complaint details, it was initially reported that the proximal side of the guide catheter was smashed; however, the complaint device is a naviflex rx pusher advanix pancreatic stent and a guide catheter is not a component for this device. The proximal side of the guide catheter was smashed is in reference to the guidewire used in the procedure, not the naviflex rx pusher advanix pancreatic stent. Therefore, there is no reportable allegation against the naviflex rx pusher advanix pancreatic stent and there was no serious injury, boston scientific no longer considers this to be a reportable event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break.

Event description:
It was reported to boston scientific corporation that a naviflex rx pusher advanix pancreatic stent was used to treat pancreatic duct stenosis during an endoscopic biliary drainage procedure performed on (B)(6) 2024. During the procedure, the guidewire became stuck when crossing through the pusher. Subsequently, it was noted that the back end of the guidewire was slightly flattened, and the proximal side of the guide catheter was smashed. The flattened part was then cut off with surgical pliers and another attempt was made to cross the guidewire; however, the same event of the guidewire being stuck occurred. Consequently, a needle was used to poke the insertion port of the pusher's guidewire lumen and the guidewire was able to advance smoothly. The procedure was completed with this device. There were no patient complications reported as a result of this event.